Event description:
The customer's mother stated that insulin leaked from the reservoir. The customer's mother stated that she first noticed the smell of insulin in the reservoir compartment of the insulin pump, then felt moisture on the bottom of the reservoir when she touched it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.